Event description:
The customer reported that two products 82-1731, lot # cphcpr, were defective and a patient safety notice was completed. The customer requested a copy of the psn so that a quality report can be completed. No other details are available.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Additional information stated that multiple attempts were made to collect additional information about the event.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.